Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using cartridges for longer than two days with humalog insulin. T:connect data also displayed customer has reused cartridges, but customer denied doing so. Tandem technical support informed customer that humalog is only approved for 2 days of use with tandem supplies and reusing cartridges is off label per the user guide. Customer changed pump supplies to address the issue and cleared the alarm. Customer's blood glucose was 170 mg/dl at time of event.